Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture was not confirmed. As received, analysis of the outer, and inner helix was performed and found to be stretched caused by end-user consistent with procedural process during the explant procedure. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal was normal with parameters within normal range. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's atrial and ventricular leadless pacemakers (alp and vlp) failed to capture. It was noted that this was a result of a recent ablation procedure for atrial fibrillation. The alp and vlp were explanted and only the alp was replaced. The patient was stable throughout the procedure. Further information was requested but not received.